Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous and calcified lesion located in the proximal circumflex (cx ) artery, exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. An attempt was made to use one resolute onyx coronary drug eluting stent. There was no damage noted to the packaging. No issues were noted when removing the device from the hoop/tray. Negative prep was not performed. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when attempting to deliver the device to a lesion in the cx after a 90 degree bend off the left main. Excessive force was used during delivery. It was reported that the device failed to cross the lesion and was removed. It was noticed on inspection post removal that the distal struts of the stent had deformed. Additional balloon dilation was carried out with a larger balloon and an attempt was made to use another resolute onyx coronary drug eluting stent 2.25mm x 12mm. No issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. No difficulties were noted when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the device. Resistance was met again when trying to negotiate the 90 degree bend off the left main into the cx vessel. This device also failed to cross the lesion. The non-deployed stent was pulled back into the guide catheter and it was then observed that the stent had dislodged off the delivery balloon into the left main. The dislodged stent was crushed with a balloon. A non- medtronic stent was placed in the left main trapping the dislodged stent. Post dilation was carried out with a balloon. Final angiogram showed timi 3 flow and the non-medtronic stent was fully expanded. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image evaluation summary: the images captured a lesion site in the proximal cx. Image xa#1-19 capture pre-dilation of the lesion site with an unidentified balloon. The next image provided (xa #20) appears to capture the dislodged resolute onyx 2.25x12mm stent at the most distal end of the guide catheter in the left main, however there were no images capturing the attempted delivery of the device, the subsequent dislodgement or withdrawal of the delivery system. The images then capture the dislodged stent crushed by an unidentified balloon. A non-medtronic stent is then deployed at the site of dislodgement. There were no images capturing the attempted delivery and subsequent stent deformation of the first resolute onyx 2.25x12mm device. Returned image evaluation summary: a returned photograph shows what appears to be the complaint device pli10. There is stent deformation visible on the distal end of the stent with a strut protruding upward. An angiographic image shows the possible deformation of a stent strut, however this cannot be confirmed as the image is of poor quality. An angiographic image shows the guide catheter and dislodged stent . After treatment of the lesion, patency is restored to the vessel. Device evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent wraps wi th struts raised and stretched. Kinks were evident on the distal shaft 9.7cm, 10.6cm and 13cm proximal to the distal tip. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.